Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with oversensing episode detected probably secondary to the right ventricular (rv) lead migration into the right atrium (ra.) Programming adjustment and patient monitoring recommended until resolved. The rv lead remains in use. No patient complications have been reported as a result of this event.